Event description:
Elderly male undergoing back fusion; when surgeons were placing a screw, the tip of the screw driver broke off in the screw. The broken piece was stuck in the screw so they put the rod over the screw so the broken piece was permanently secured in the head of the screw and implanted in the patient. Also when they were using a probe instrument in the hole where the screw was going, the tip of the probe broke off in the hole. The small piece was unable to be retrieved so the screw was placed over the piece and left implanted. CT myelogram indicated loosening of hardware.======================manufacturer response for polyaxial screwdriver, expedium (per site reporter).======================the screw driver belonged to depuy and was fairly new. The ball tip feeler was approximately 4 years old and belonged to facility. The surgeons attempted to put the bolt in without drilling or tapping because they desired a tighter fit due to the circumstances of the patient. That is why the vendor feels both instruments broke.